Event description:
The devices were used during a laparoscopic cholecystectomy on a 450 lb pt. Three 512x trocars and one 512b broke during the case. Rep reports trocars were under extreme stress during the procedure due to torquing to reach the gall bladder. There was no consequence to the pt.